Event description:
During preventive maintenance by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventive maintenance. Visual inspection and battery testing were performed. During battery testing the battery low alarm was presented. The cause of this was a depleted main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.